Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional absolute pro referenced in b5 is being filed under separate a medwatch report. Evaluation summary: visual inspection was performed on the returned device. The failure to deploy, premature deployment and resistance with the thumbwheel were not confirmed as the stent was already fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified right external iliac artery that did not have any tortuosity. The access point was the left common femoral artery and they used a 6 french sheath. They advanced the first 8.0 x 80 mm absolute pro vascular self-expanding stent (ses) system to the lesion. The device was then unlocked; however, the thumbwheel would not turn. Therefore, the device was removed from the anatomy and another 8.0 x 80 mm absolute pro vascular ses was advanced to the lesion. However, the same issue occurred with the thumbwheel. The device was then removed from the anatomy and a 8.0 x 80 mm non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device revealed that the stent was not returned with the device and therefore, it may have been deployed in the patient anatomy.